Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implant on (B)(6) 2016 by dr. (B)(6) at (B)(6). -previous to device explant an egd with dilation was attempted twice to alleviate dysphagia symptoms. -uneventful device explant on (B)(6) 2017 by dr. (B)(6) at (B)(6); patient was also experiencing some vomiting and weight loss at time of removal. -device found in the correct position/geometry at the time of removal.